Manufacturer narrative:
Concomitant medical products: an ultipaq coil (cfs10030630/f71279), enpower control cable (ecb00018200/p10213), enpower detachment control box, chikai 10 (asahi intecc), a fubuki (asahi intecc, 7fr), and an excelsior sl-10 (stryker) was used for this procedure. Complaint conclusion: the ultipaq was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil detachment difficulty could not be confirmed since the devices were not returned for analysis. Based on the information provided, it is not possible to determine the cause of the event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be performed at this time. This is an initial/final MDR.

Event description:
As reported by a healthcare professional, during coil embolization of an internal carotid-posterior communicating artery, it was reported that the ultipaq coil (cfs10030630/f71279) could not be detached with the enpower control cable (ecb00018200/p10213) despite pressing the detachment button 5 times. Pre-deployment electrical check had been successful, and the coil had been inserted in accordance with the IFU. The cable was removed without difficulty and was replaced with another one with different lot #, but to no avail. The detachment of the ultipaq was aborted, and it was safely withdrawn from the patient. Another coil was used instead to continue the procedure using the same detachment control box. The surgery was successfully completed. Although there were no adverse consequences to the patient, yet due to the event the surgery was delayed for 15 minutes. No fault light was seen during the case and upon pressing the power button, all lights illuminated. All connections appeared to fit properly without application of excessive force. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to or after the event. Due to the fact that the patient was a (B)(6) carrier, the complaint products were discarded by the customer. No further information was available.